Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: data log review showed a motor current spike about 5 minutes after pump startup with an immediate drop in pump flow. There was a suction alarm triggered shortly after the drop in pump flow. There was also a slight shift down in placement signal (ps). About a minute after the motor current (mc) spike, there was a loss in pulsatility in pump flow. No product was returned. The root cause of the low pump flow was most likely biomaterial ingestion since there was a mc spike immediately followed by a drop in pump flow seen in data log review. Thrombus: the failure mode (fm) thrombus was added since the low pump flow was most likely due to biomaterial ingestion based on a motor current spike seen in the data logs. No product was returned. The root cause of the thrombus was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient in acute myocardial infarction and cardiogenic shock had been implanted with an impella cp for mechanical circulatory support. A bedside echocardiogram revealed severe mitral regurgitation with suspected valve vegetation. The impella cp had been placed into the left ventricle. However, flow initially reached approximately 2.0 liters per minute before dropping to 0.5 liters per minute and could not be increased. This was likely due to some valve debris coming off the mitral valve, which showed vegetations on echocardiogram and was the source of the severe mitral regurgitation. The patient had begun to rapidly decompensate prompting the decision to explant the device. A new impella cp was inserted and the patient survived the procedure and was reported to be in stable condition following the event.